Event description:
Adverse event(s): "capsule tear" (capsular bag tear, posterior). Product problem(s): "haptic issue." (Defective component [hepatic]). A director of nursing (don) reported that the surgeon noted a defective haptic following implantation of an intraocular lens (iol). The surgeon removed the iol through an enlarged incision and noted a tear in the capsule. An anterior vitrectomy was performed. The surgeon then implanted a different model lens. The don reported the surgeon does not blame the iol for the capsular tear. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 07/12/2010, 07/15/2010, and 07/16/2010 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).